Event description:
The customer stated: the #11 blade contained inside the casc shoulder arthroscopy pack snapped off in pt. Specifically it came off whole in the shoulder joint end while the surgeon tried to retrieve it, the blade snapped in half inside the pt. No pt injury reported. But due to the nature of the issue, clinical data have been requested. Additional clinical data info received from customer end user: blade removed without injury to pt and pt is fine. Blade was firmly seated and not aware how much torque was applied.